Manufacturer narrative:
No evaluation possible at this time. The implants have not been removed from the patient nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Post-op x-rays taken (B)(6) 2019 revealed that both the set screws located on the right iliac had backed out of position. Loosening of the set screws enabled the distal end of the rod to detach from the tulip of the polyaxial screw. The patient is doing fine. Revision surgery is not needed at this time, nor is there any plan for additional surgery as a result of this event. The arsenal fixation system was originally implanted on (B)(6) 2018.